Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation discovered one broken conductor wire at the yaw pulley exit. The yaw pulley was missing a piece opposite of the conductor break, which allowed the grip to move within the pulley and have a larger range of yaw motion. The added range of motion of the grip most likely created excess tension on the wire, thus causing it to break. Per the complaint record, there was no indication that the instrument damage occurred during a surgical procedure. Engineering also observed a section with material removed near the distal end of the instrument main tube. The tube had a localized rough surface finish covering the entire outer diameter. It was determined that this damage may have been caused by the defective cannula accessory. No other damage was found.

Event description:
It was reported that the maryland bipolar forceps instrument was defective. No additional information was provided. No patient harm, adverse outcome or injury was reported.